Event description:
It was reported that the procedure was to treat restenosis in the distal right coronary artery with heavy tortuosity and mild calcification, a 3.5x20 mm nc trek rx dilatation catheter was advanced but could not cross due to resistance with the guide catheter and calcified lesion. During removal of the dilatation catheter, resistance was felt with the stenosis and guide catheter. Reportedly, due to the resistance and manipulation of the dilatation catheter the balloon was damaged. A non-abbott balloon catheter was used to ultimately treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for resistance with the guiding catheter, resistance with the vessel, failure to advance or damaged balloon reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.